Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505032, xlpe liner standard 32 mm, 62202322 00771300900, m / l taper g2 modular femoral stem, 61802705 00620205022, trabecular metal modular cup, 62207712 00625006530, bone scr 6.5x30 selftap, 62239388 00784800200, m / l taper g2 neck taper, 62134909 00625006535, bone scr 6.5x35 selftap, 62110390. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01706, 0001822565 - 2018 - 01707, 0001822565 - 2018 - 01708, 0002648920 - 2018 - 00252, 0001822565 - 2018 - 01901, 0002648920 - 2018 - 00253. Remains implanted.

Event description:
It was reported that the patient underwent right primary hip arthroplasty. Subsequently, the patient underwent an irrigation and debridement procedure with the evacuation of a hematoma. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.